Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed occlusion: safety valve open. No patient harm was reported.

Manufacturer narrative:
Contact office correction: (B)(4). Follow up report- added device evaluation info to device evaluation. Added fse repair info to resolution/disposition.